Event description:
It was reported that a pericardial effusion (pe) and cardiac tamponade occurred. The patient passed away. During a watchman procedure, a versacross connect laac was selected for use. There was no pericardial effusion (pe) noted prior to procedure. The patient had windsock morphology. The physician performed transseptal puncture using versacross connect at mid-anterior stick. No issues were reported during transseptal access. Versacross rf wire was advanced into the left atrium (la) normally. There was no excessive force. A 24mm watchman device selected and implanted. There was one partial recapture for better position. The device met all pass criteria and was released. The watchman sheath was removed from left atrium. Post procedure, effusion sweep discovered a small effusion roughly 2mm around right ventricular (rv). Additional bilateral pleural effusions noted as well. The physician performed a pericardiocentesis where 1200ccs of bright red blood was removed and returned to the patient before deciding to bring the patient to the operating room. The patient underwent open-heart surgery where a small perforation was noted in the distal end of the laa before being repaired. The patient was then sent to recover from this event. Six hours later the patient went into cardiac arrest, and another small pericardial effusion was found. The patient remained hospitalized from this event. The next day the patient went into cardiac arrest for a third time did not recover from this event and the patient died (cause not disclosed). The device is not expected to be returned for analysis (disposed). In the physician's opinion, the versacross rf wire contributed to the complication. It is believed the tip may have caught on a pectinate and when swapped for the watchman device, may have perforated. Act was above 500. 50 of protamine was given and an additional 25 during the pericardiocentesis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.